Manufacturer narrative:
Product analysis: at analysis is was determined that the output connector and the hanger assembly were broken. It was noted that the upper case was dented, the keypad was scratched and the display wire was pinched (not compromised) and one case screw was contaminated. All found defective parts were replaced and all other identified issues were resolved. The device then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
The external pulse generator (epg) which was returned for preventive maintenance subsequently tested out of specification during manufacturer¿s analysis. There was no patient involvement.